Event description:
Customer reported when turning on the device "off" was flashing. Customer cleaned the device and when turning the device on, strip dispensed with a result of 28 mg/dl prior to dosing a strip. No treatment was received. A request was made for return product and replacement product was sent.